Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to verify e70 alarm in the alarm history due to history file was over written. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states they had woken up with high blood glucose level in the 400mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.